Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous proximal end of the left circumflex artery. A 24 x 2.25mm promus premier¿ stent was advanced but was unable to cross the lesion. The physician shoved the device but the device was still unable to cross the lesion. The device was removed from the patient. It was found out that the distal tip of the device was flattened and the distal edge of the stent was flared. The procedure was completed with a different device. No patient complications were reported and patient's status was good.